Event description:
It was reported the customer had no delivery alarms on their insulin pump. Customer also reported bent cannulas when they removed their infusion sets. Troubleshooting did not occur as the alarms were resolved with an infusion set change. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.